Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. She stated that first the escape button stopped working, and then the rest of the buttons were not working. She stated that the insulin pump could have been exposed to water. Customer also reported that the belt clip on the insulin pump had broken. The blood glucose reading was 110 mg/dl. Nothing further was reported.